Event description:
Additional information was received from a manufacturer representative (rep). It was reported the rep had received over 4,000 ohms during the or test, and the set screw would not lock the lead into the header. When asked what troubleshooting was performed in regards to the high impedance and set screw issue, the rep stated they ran an impedance test three times, increasing amps and pw, however the root cause of the high impedance was not determined and the issue was not resolved. A new device was used for final implant.

Event description:
Information was received from a representative regarding troubleshooting needed for an impedance issue. Impedance measurements were taken. Intra-operative all 0 electrode pairs were (greater than) >4,000. Testing external with verify was good. They reconnected to stimulator and setscrew will not engage with lead. Replaced ins (stimulator) and retesting now with increased default parameters 2 and 3 were 3918. It was discussed that these were elevated impedances. Second ins elevated impedances. Motor testing may be performed. Event date: (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.